Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the distal circumflex artery (cx). A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. While removing the device, it got caught on the leading edge of the guide extension catheter. It was noted that the stent separated from the balloon. Since the guide wire was still through the stent delivery system (sds), the device was advanced and the stent was deployed in the proximal cx. Subsequently, the distal lesion was dilated with a balloon. Another stent was advanced and was implanted to complete the procedure. No patient complications were reported and the patient was recovering normally.